Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl. The customer's insulin infusion set had a bent cannula. The customer was advised to contact her health care provider for treatment. The product is not being returned. Nothing further was reported.